Event description:
It was reported that the procedure was to treat at lesion located in the heavily tortuous left anterior descending artery. After the protective sheath was removed from the 3.5x12 mm voyager nc balloon, with no resistance noted during removal, the tip was observed to be "fishmouthed" (smashed/pinched), and the shaft separated. The catheter could not be used on the patient and another 3.5x12 mm voyager was used successfully for predilatation and a xience v stent was implanted. There was no clinically significant delay in the procedure or adverse patient health impact reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the separation of the shaft was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.